Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71 year old male was admitted for acute myocardial infarction and cardiogenic shock. Before percutaneous coronary intervention, an impella cp was placed. The patient suffered a cardiac arrest and was escalated to a veno-arterial extracorporeal membrane oxygenation before the coronary procedure was carried out. Following several error messages and loss of placement signals, the automated impella controller was switched to a new controller. The new controller showed the impella as defective. Impella was removed and switched out for new and second impella cp. The patient was supported for an off-label prolonged duration of six days. During this time, he was treated for a growing pulmonary edema, also requiring continuous renal replacement therapy for both volume management and temporary renal failure. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the first impella cp while most likely to be caused by the underlying disease and unrelated to impella as the replacement device functioned as expected in this critically ill patient. Also pulmonary edema and renal failure are more probable to be related to the underlying disease.